Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of genuine stress urinary incontinence, cystocele, rectocele, and vaginal cuff prolapse post-hysterectomy. It was reported that after implant, the patient experienced an unspecified adverse outcome.